Manufacturer narrative:
Correction: disregard the initial report MFR report #2016493-2023-182379. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that the customer had receiving the new display boards and noticed that the segments on the channel identifier (i.e., a, b, c, d) appear to be significantly dimmer. In particular, the two left segments appear to be much dimmer (i.e., the two left segments of ¿a¿). There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the customer had receiving the new display boards and noticed that the segments on the channel identifier (i.e., a, b, c, d) appear to be significantly dimmer. In particular, the two left segments appear to be much dimmer (i.e., the two left segments of ¿a¿). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer had receiving the new display boards and noticed that the segments on the channel identifier (i.e., a, b, c, d) appear to be significantly dimmer. In particular, the two left segments appear to be much dimmer (i.e., the two left segments of ¿a¿). There was no patient involvement.